Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is abbott medical (B)(4).

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak remains unknown.

Event description:
During a de-novo pfa pvi ablation, when inserting the sheath into the patient's femoral vein before attempting to go transeptal and after properly aspirating, the physician noticed blood was continuously leaking out of the hemostasis valve. The sheath was removed, re-aspirated, and re-inserted, however the same issue occurred. The sheath was exchanged a non abbott device (faradrive) and the procedure was completed with no complications.